Event description:
It was reported that an arteriotomy closure of a left common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, after the suture was cut with the quick cut, the device was retracted from the patient's anatomy and it was noted that the suture was still within the device, it didn't go though the vessel as intended. There was no suture deployed in the patient. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Event description:
Subsequent information received indicates: the suture was not on the needle when the plunger was pulled, not cut with the quick cut. No additional information is available.

Manufacturer narrative:
(B)(4). Patient reported to be of average weight. The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of a cuff miss was confirmed. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.